Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One certain® gold-tite® hexed screws (iunihg) was returned for investigation. Visual evaluation of the as returned product identified one fractured screw. Functional testing was not performed due to the nature of the devices and event. No pre-existing conditions were reported. The reported device had been placed on tooth 33 (fdi) for approximately 6 years. X-ray & picture evaluation: x-ray or picture images were not provided. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review for the lot (1232768) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Product was conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1232768) for similar event and no other complaint was identified. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, malfunction did occur with one screw and the reported fracture was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported screw fractured and was removed.